Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted in order to establish a potential failure mode for the device. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company representative was contacted by the clinic representative that the system displayed a message and the company representative reported that from a photo provided, salt grains were visible on the roller mechanism edge indicating a leakage had occurred. The timing of the observation was not provided. The following clarification provided by the company representative was that the crystals were visible on the edges of peristaltic pump. The stains were old and it could not be find out when cassette damage occurred. Additional information was requested; however, none has been received to date.